Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced master tool manipulator (mtm) involved with this complaint; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the user observed repeated recoverable error fault. The user initially attempted to troubleshoot by recovering the error fault on the vision side cart (vsc) touchscreen; however, the issue persisted. The customer received phone assistance from the technical support engineer (tse). Review of the site's system logs confirmed the occurrence of recoverable error code 23002 and 23008 on the left master tool manipulator (mtm). Further troubleshooting was performed by pressing the emergency power off (epo) button and power cycling the system; however, this did not resolve the issue. The surgeon made a decision to convert the procedure to traditional laparoscopic surgery. No further issue reported. No known impact or patient consequence was reported. Isi followed up and obtained additional information stating that the system operated without issue during inspection prior to the procedure. The error fault occurred approximately 1 hour 30 minutes into the procedure. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse identified a defective left mtm. After replacement of this part, the system was further tested, operated without error and verified as ready for use.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. During failure analysis, the mtm was driven in normal mode and displayed recoverable error code identifying an issue on axis 7. The grip levers and flex circuit assembly on the mtm were replaced to resolve the issue. Following this, the mtm was subjected to further testing and was restored to specification. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.